Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was involved in motor vehicle accident and was ejected from the vehicle. The hospital attempted to restart the pump upon transport to the hospital, but the pt was declared dead after right heart function was not found via echo. Driveline damage was also noted.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.